Event description:
Prior to a rotational atherectomy procedure, the wire fractured outside to the pt during platforming. The procedure was completed with another of the same wire. No pt injuries or complications were reported.